Event description:
Pt receiving taxotere 120 mg in 250 ml normal saline infused at approx 280 ml/hr. Diluent was 250 ml 0.9% normal saline non dhep mfg by braun medical lot # j3a718 along with baxter non dhep paclitaxel set with 0.22 micron filter lot number r12k09013. Taxotere was 80 mg/8ml mfg by sandoz lot# cv6776 exp date 02/2014 ndc (B)(4). Total dose admixed was 120 mg in 250 ml normal saline. Infusion on baxter sigma pump at 280 mg/hr to account for overfill. At 55 minutes into infusion, infusion pump began to alarm occlusion. No obvious reason for occlusion initially found. Pump continued to alarm occlusion. Two rn's investigated the situation and once the tubing was assessed, it was noted that the filter was broken down and had an eroded appearance. The treatment was discontinued. There was no acute adverse reaction noted for the pt. The tubing proximal to the filter had no visible particles. The pt was evaluated 24 hrs later without any adverse events noted. As a side note, a second pt was receiving the exact same treatment concurrent with the above listed pt. Pt identifier (B)(6), dob (B)(6) 1945, female, age (B)(6) receiving taxotere 120 mg in 250 ml 0.9% normal saline. The lot numbers for all equipment used were identical as listed above. This treatment infused at 280 ml/hr as well. There were no alarms during this infusion to cause need for assessment. Due to the above incident, the tubing for this pt was inspected. The filter was noted to have the exact same erosion like appearance with particles contained within the filter. Pt had no adverse events and also was evaluated 24 hrs later without any adverse events noted. Remicade was also infused in a different pt using the exact same equipment - lot# tubing and 250 ml 0.9 ns as above. There was no evidence of filter erosion with this medication infusion. (B)(4).